Manufacturer narrative:
H3 - device evaluation: lens was returned in a case/vial and dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -8.50/1.0/162 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed on (B)(6) 2020 due to low vault. This resolved the problem. Cause of the event is reported as unknown.